Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, it was noted that the scope was in a retroflexed position and was extremely tight. The clip was attempted to be deployed, but it would not detach from the catheter for over fifteen minutes of trying to twist and shake the clip off. The procedure was completed with a non bsc clip device. No patient complications have been reported as a result of this event.